Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had a stimulator put in and had been unable to use the stimulator for probably about 3 months now. Patient said they had some issues going on and didn't have a way to get a hold of anyone from the manufacturer for help. Patient clarified they thought there were other issues that didn't allow them to use the stimulator, and that the stimulator itself was fine. Patient said when they went in to get the implanted system installed, they were walking and their left leg was fine. But after the implant surgery, patient said they woke up almost screaming in tears with pain in the left leg and foot. Patient said half their foot is numb and extremely painful. Patient said they thought the issue was that the placement was not where they wanted it, and that the placement should have been on the right side. Patient thought there might be a lead or something pressing into one of the nerves in there, causing their left leg issue and pain. Patient also said the implant was situated up high and they can feel when something presses against the device. Patient mentioned they were playing with their child the other day and their child's foot accidentally hit the implant and that area was still tender. Patient said they didn't think the implant was malfunctioning, but that the problem was that placement and they thought a lead was pushing on a nerve or something that wasn't right, and was causing them severe pain. Patient said they were in the ER or asking the doctor for something every couple weeks. The patient was redirected to their healthcare provider to further address the issue. Patient said they were going to see the surgeon, but didn't think they could wait to have the implanted device removed, and asked if there was someone else t he manufacturer worked with as well. Agent reviewed physician listing information and mailed/emailed listing to patient.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) 2023 ); product type: 0200-lead; implant date (B)(6) 2023 ; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6) 2023 ); product type: 0200-lead; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they had a scs implanted and almost immediately right after surgery, the ins "malfunctioned". Patient mentioned that they felt intense pain on their left leg and had a hard time controlling it. Patient mentioned they had them wait 6 to 7 months before they had the ins explanted. Patient requesting for records on implant and explant date of the ins. Agent provided caller with implant date and redirected patient to hcp for explant date. The patient was redirected to their healthcare provider to further address the issue.